Event description:
It was reported that the filter had perforated the surrounding structures. On (B)(6) 2010, the patient was implanted with greenfield filter for control of pulmonary embolism (pe). On (B)(6) 2020, the patient received an abdominal CT scan. The inferior vena cava (ivc) filter was noted to have perforated the confines of the ivc. There was a 3 mm aortic perforation, a 4 mm renal perforation, and 3 mm mesenteric perforation. There was no evidence of tilting, fracture, stenosis or migration. No further patient complications were reported.